Event description:
Implant loss, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone. At uncovering two turns were free, the whole bone lowered by 2mm - implant explanted.